Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the daily history screen. The pump then was programmed with multiple basal profiles and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly or basal anomaly was noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had possible under delivery anomaly. The customer¿s blood glucose level was 200 mg/dl and 300 mg/dl. Customer¿s other blood glucose value was 220 mg/dl, 190 mg/dl and 176 mg/dl. The customer performed high pressure test and self test and it was passed. The customer also stated that the audio test also passed. The insulin pump will be returned for analysis.